Event description:
It was reported that health care worker pricked themselves after drawing and activating the security system on a bd vacutainer® safety-lok¿ blood collection set. No medical intervention was reported.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for a needlestick with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed relating to needlestick as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for a needlestick with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(4). (B)(6). Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation & testing and upon completion, no issues were observed relating to activation of the safety shield as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for activation of the safety shield with the incident lot was not observed as all samples met the required specifications. Root cause description based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications.

Event description:
It was reported that health care worker pricked themselves after drawing and activating the security system on a bd vacutainer® safety-lok¿ blood collection set. No medical intervention was reported.